Event description:
The tech found during a between pt inspection that the head brake casters are not holding. The bed was located in the hill-rom svc ctr. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the head brake casters are worn out which caused the brakes not to hold. The most likely cause is normal wear and tear. The tech replaced the head brake casters to resolve the issue. Based on this info, no further action is required.